Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Kink evident to the hypo-tube. The guidewire returned loaded in the device. The guidewire was removed with no issues noted. Stretching evident to the transition shaft. Tear evident to the guidewire entry port immediately proximal to the site of a torn inner member. Stretching evident to the distal shaft along the site of the tear in the inner member. Bunching evident to the inner member. The stent had displaced proximally on the balloon and was not positioned on the balloon between the marker bands as per specifications. The proximal stent wraps were positioned over the proximal marker band. The stent was not positioned against the distal pillow as per specification. Crimp impressions were visible on the exposed balloon surface. No deformation evident to the stent. No deformation evident to the distal tip. Image analysis: two still images were received for analysis. Image one shows the back of a resolute integrity shelf carton, confirming the device size and lot number. Lot number 0011262886 and size 2.75mm x 14mm. Image two shows two resolute integrity shelf cartons stacked on each other. Two sterile sleeves are also visible under the boxes with a section of the hypo-tube visible. Device sizes are visible, one 2.75mm x 14mm and one 3.0mmx 12mm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a lesion in the proximal left anterior de scending (lad) artery. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. Resistance was encountered when advancing the devices. Excessive force was not used during delivery. It was reported that the first stent (rsi nt30012x) failed to cross the 0.014 non-medtronic guidewire. The tip of the stent was stuck inside the non-mdt guidewire. The second resolute integrity stent (rsint27514x) was used with a different 0.014 non-medtronic guidewire and the same issue occurred. Both stents did enter the patient's vasculature. After the guidewires were inserted into the patient the stents followed but the tip of the stents stuck to the guidewires. The guidewires were removed from the vasculature along with the attached stents. The guidewires were flushed and examined with no issue. The same size guidewires were used successfully with other devices without any issue. The patient is alive with no injury.